Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). ****************************************************************************************** the report that the tubing set separated at the pumping segment was confirmed. The set was observed to be completely separated at the engagement between the silicone tubing and the upper fitment nipple (not torn). The o-ring retainer that secures the silicone tubing to the upper fitment was not present, however; an indentation was observed on the silicone tubing indicating that the retainer was present at some time. The root cause of the report that the tubing separated at the pumping segment was not identified.

Event description:
It was reported that the tubing separated at the pump segment. The event occurred while disconnecting the patient from the infusion. It was confirmed during follow up that there was no delay in patient care, and that this event did not contribute to, or result in a serious adverse impact to the user or the patient. Although requested, no patent information was provided.

Event description:
It was reported that the tubing separated at the pump segment. The event occurred while disconnecting the patient from her infusion. There was no patient or user harm. Although requested, no patent information was provided.

Manufacturer narrative:
Additional info: d.11.

Manufacturer narrative:
Concomitant medical products:250ml hospira bag lot 93-033-jt, exp 1mar2020, 5% dextrose injection; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no additional patient information provided.

Event description:
It was reported that the tubing separated at the pump segment. The event occurred while disconnecting the patient from her infusion. There was no patient or user harm. Although requested, no patent information was provided.